Event description:
It was reported that the agiltrac was being used for post-dilatation. When removing the device, the balloon was stuck on the stent strut and the distal part, including the balloon, separated. When the device was removed, only the proximal marker was seen. The separated portion remains in the pt. No retrieval attempt was made. No pt effects were reported.